Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), musculoskeletal pain ("upper butt pain"), pelvic pain ("constant pain") and sleep disorder ("horrible sleep"). The patient was treated with surgery (hysterectomy on feb-2014). Essure was removed. At the time of the report, the back pain, arthralgia, musculoskeletal pain, pelvic pain and sleep disorder outcome was unknown. The reporter considered arthralgia, back pain, musculoskeletal pain, pelvic pain and sleep disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), musculoskeletal pain ("upper butt pain"), pelvic pain ("constant pain") and sleep disorder ("horrible sleep"). The patient was treated with surgery (hysterectomy on (B)(6) 2014). Essure was removed. At the time of the report, the back pain, arthralgia, musculoskeletal pain, pelvic pain and sleep disorder outcome was unknown. The reporter considered arthralgia, back pain, musculoskeletal pain, pelvic pain and sleep disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.